Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they were in the doctor a month ago and everything was fine. Patient said today they are getting a message on the handset that the internal device battery is low. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they have contacted their doctor who manages their device about this issue and noted an upcoming appointment on (B)(6) 2025. The patient noted the issue was not caused by normal battery depletion and noted the likely cause as "not sure. Suspect ultrasound treatment - elbow.". When asked what steps were/will be taken towards resolution, the patient responded, "will see doctor and company rep on (B)(6) 2025." The issue was reported as not yet being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). When asked to clarify the cause of the "internal device battery is low" message, the hcp stated there was not a device/therapy/procedure concern stemming from the patient's previous ultrasound. The hcp stated the issue was caused by normal battery depletion. To resolve the issue, the hcp stated the battery would be replaced on (B)(6) 2025. The issue was not yet resolved.